Event description:
Procedure type: hemicolectomy. According to the reporter: surgeon used the gia80 once successfully. During the second fire the blade cut but the staples failed to fire. Because it was contaminated the product was not kept. The surgeon said the scrub nurse had not loaded the gun with the new insert. However, when he tried the gun will not fire due to safety feature. There was no adverse effect to the patient. There was no extension in surgery. No unanticipated blood loss. Nothing fell or was left in the patients cavity. There was no reinforcement material was used.

Manufacturer narrative:
(B)(4).